Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into an excessively tortuous left anterior descending coronary artery. It was not possible to cross the target lesion due to calcification of the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. The "stent would not come back into the guide catheter...stent came back through guide at an angle and caught the proximal edge of the stent on tip of guide and flared out." Upon attempted removal of the stent from the coronary and into the guide catheter, the stent dislodged from the stent delivery system in the left main coronary artery and created an occlusion of that artery. A percutaneous transluminal coronary angioplasty balloon was placed through the stent end inflated to 1 atm for retrieval of the stent from the coronary artery. Upon attempted removal, the stent dislodged from the percutaneous transluminal coronary angioplasty balloon and moved into the descending aorta. The stent was then snared to the femoral sheath resulting in a dissection and occlusion of the iliac/femoral artery. The pt went to surgery for bypass of the right femoral artery. The physician did not follow the instructions for removal of an undeployed stent. The pt will return to the hospital for triple coronary bypass surgery in the future. The physician feels the pt should have had bypass surgery initially. There was no add'l clinical sequelae reported relative to the event.